Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient needed an MRI not related to the device and the healthcare provider (hcp) office told her she could not have an MRI. So, the patient stated someone should educate the hcp office. The patient showed them the MRI mode and the hcp office said that the manufacturer never told them that. This was through workman's compensation and it hurt her case as far as the workman's compensation. The patient also reported her first implantable neurostimulator (ins) was not working and the patient had no idea what was not working. The patient stated they told her the device was defective. They did a revision and ended up replacing the ins. The patient did not know any other details. Relevant medical history included spinal pain.